Manufacturer narrative:
(B)(4). Correction - remove: "an external visual inspection was performed and no defects were found. The receiver would not boot up; the receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart was confirmed during log review."

Event description:
The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The receiver log was reviewed and shows only perpetual rebooting and no evidence of initializing screen without manual rebooting. The complaint was confirmed shows manual shutdown and restart prior to perpetual rebooting found. The reported event of initializing screen without manual restart was not confirmed.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/21/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not boot up; the receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.